Event description:
Mattress cover is delaminating.

Manufacturer narrative:
Upon inspection of the mattress, the urethane cover bubbled at the center of the mattress cover and peeled away exposing the bottom layer of the mattress cover. There was no lot number on this mattress. This mattress has been isolated in the non-conforming room until investigation is complete and mattress has been dispositioned. A new mattress was delivered to the facility on (B)(4) 2014. This problem has been assigned CAPA (B)(4), and a follow up report will be submitted upon completion of the corrective action.